Event description:
The service repair technician reported that during safety testing of the device at the service center, the monitor failed the high potential test. There was no patient involvement.

Manufacturer narrative:
The complaint is confirmed by the service repair technician (srt). The power supply was replaced. The unit will be brought to manufacturer's specifications prior to returning to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.